Manufacturer narrative:
Review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure.

Event description:
The nrg transseptal needle, protrack pigtail wire and torflex transseptal guiding sheath were used in a procedure. A pericardial effusion occurred at the end of the procedure. During transseptal puncture when the physician was tenting the septum, radiofrequency energy was applied and the nrg transseptal needle inadvertently slipped and crossed the septum. Premature ventricular contractions were observed and the physician brought the protrack pigtail wire in through the torflex transseptal guiding sheath. The physician had difficulty getting the protrack pigtail wire to curl. Once both curls had deployed across the septum, the physician brought the torflex transseptal guiding sheath up. No effusion was noted at this time. The protrack pigtail wire was removed and the curl was visually observed to still be intact with no anomalies. At the end of the procedure, a large effusion was noted that resulted in pericardiocentesis with 400cc of blood removed from the heart. The case was noted to be challenging. There is no evidence to suggest that a baylis medical device caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. Separate MDR reports have been submitted for the devices involved. The MFR report numbers for the nrg transseptal needle and protrack pigtail wire are 9710452-2019-00018 and 9710452-2019-00019, respectively.